Manufacturer narrative:
The investigation of kit lot 01117z did not find any product problem. A review of data for the samples showed: sample 1 showed moderate amplification in the sars-cov-2 channel and appears to be a true positive result for sars-cov-2. Sample 2 showed weak amplification in the sars-cov-2 channel with a late CT near the assay cutoff. This sample appears to be a sample with viral material near the lod of the assay. There is no indication of any abnormalities in the pcr curves. The product is performing as expected and the observed discrepancies are likely due to the differences in assay sensitivities. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for 2 patient samples cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive results were reported out to the patient and there is no harm alleged. Investigation of kit lot 01117z did not find any product problem. Sample 1 and sample 2 generated positive results for sars-cov-2 with cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Both samples were repeated on an genexpert, which generated negative results. It is also important to note that the customer collects combined nasal/nasopharyngeal samples in gly medium, which is not an approved collection kit per the method sheet. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions. 2 MDR's will be filed per the FDA guidance.